Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was confirmed that the occlusion was related to the cartridge. Customer changed the cartridge to address the issue and resumed insulin delivery. Customer's blood glucose was 300-500 mg/dl at time of event.